Event description:
It was reported to philips that the device's battery was calibrated and afterwards, the device indicated that the battery was not working properly. There was no reported patient involvement